Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a suspected problem with the patient's device or therapy. The patient had pain in her lower back and it started 15 years prior to this report, before she was implanted. The pain was ongoing and the therapy never helped with controlling the patient's pain. It only did a little bit. The patient received no therapeutic effect. The trial worked, but the permanent implantable neurostimulator (ins) did not. The patient was still having problems with her lower back and her device for the last several years. The patient needed an MRI on her lower back and neck. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.